Manufacturer narrative:
The pump was returned to animas for evaluation. During evaluation, the force sensor pins were found to be damaged. Pump dispensed fluid during the load step; loss of cartridge detection occurred during investigation. Unrelated to complaint, evaluation revealed a cracked battery compartment with corrosion present in battery compartment.

Event description:
Pump is returned for a short load causing a large prime volume. Evaluation revealed damaged force sensor pins. This report is being made based on the evaluation results.